Manufacturer narrative:
The customer did not provide the lot number used.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 95 mg/dl, 168 mg/dl and 183 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.